Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under an ECG electrode. The area was described as a blister. The patient was instructed by hospital staff to apply (B)(6) to the area of irritation. The patient decided he was not going to wear the lifevest any longer due to comfort issues and the fact that he physically feels better. The final medical condition of the irritation is unknown.